Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to pump and reservoir spiraling and a pump fold. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the pump body. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Abrasion was noted on both exhaust tubes of cylinder 1 and cylinder 2. Two separations were noted on the bladder of cylinder 1. These are sites of leakage. The separations had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. Another separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. A separation was noted on the exhaust tube of cylinder 2 near the strain relief. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto itself and abraded. Abrasion was noted on inlet tube of the reservoir. A separation, surrounded by abrasion, was noted on the inlet tube of the reservoir. This is a site of leakage. Partial separations, surrounded by abrasion, were noted on the inlet tube of the reservoir. This was not a site of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the strain relief of the reservoir. This is a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the reservoir inlet tubing. In addition, it was concluded that the abrasion marks noted on all pump tubing most likely caused the exhaust tube of cylinder 2 to be kinked backwards onto itself enough to cause a separation. Separations of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument damages noted on the pump bulb, the bladder of cylinder 1 and reservoir strain relief all occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.